Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the rack pushrod on the pump was "disintegrated and mushy" and came off easily. Customer experienced difficulty loading cartridges due the damage. There was no reported impact to customer's blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.